Event description:
It was reported that the patient experienced a shocking/jolting sensation as well as acute pain in the left hip, thigh, buttock, pelvis and back. The patient felt the shocking/jolting when the stimulation was turned off. The patient attempted to seek help on (B)(6) 2012, but the physician "refused" to see her since she was "septic." The patient has addison's disease and went septic on (B)(6) 2012. The patient noted a return of symptoms since that time as well. The patient was seen by a nurse practitioner who determined the neurostimulator was sitting on her hip bone and causing discomfort. The nurse practitioner suggested a CT scan. Additional information has been requested.

Manufacturer narrative:
Lead: model 3889-28, lot: v896800, implanted: (B)(6) 2012, explanted: na.